Event description:
As reported at the academic conference of the 7th foreign association of cardiovascular catheterization therapeutics, this patient had in-stent restenosis (isr) repeatedly after cypher implant because she had a metal allergy for nickel. The metal allergic reaction was considered as one of the causes for repeated isr.

Manufacturer narrative:
The patient was initially admitted with unstable angina pectoris. Coronary angiography revealed severe left main trunk stenosis with 3-vessel disease. There was 75% stenosis in the left main coronary artery, in the proximal left anterior descending artery (lad), in the proximal left circumflex and in the proximal right coronary artery (rca). Pci was performed with five sirolimus-eluting stents. Two 3.0x18mm cypher stents were deployed in the left main, proximal lad and in the proximal left circumflex by crush technique. Then a 3.0x18mm cypher stent was deployed in the mid lad. Finally, a 3.0x33mm and a 3.0x18mm cypher stents were deployed in the proximal to mid right coronary artery (rca). Approximately 8 months later, the patient returned with an acute myocardial infarction and there was total occlusion of the proximal left circumflex and 90% in the proximal rca. There was a failed pci in the proximal left circumflex and plain old balloon angioplasty was used to treat the proximal rca. One month later, the patient presented with unstable angina pectoris and angiography revealed 755 in-stent restenosis of the left main stent and 90% in-stent restenosis of the stents in the rca. A coronary artery bypass surgery was done (lita-lad, svg-om-pl, ao-rag-#3). Three months later, the patient returned with unstable angina pectoris and angiography revealed 90% restenosis in the distal lita and 90% restenosis of the ostium ra graft. Each was treated with a 2.5x18mm cypher stent. Four months later, the patient returned with unstable angina pectoris. Angiography revealed occlusion and in-stent restenosis of the lita and 90% in-stent restenosis in the ostium of the ra graft. Oral prednisone was started from october 2006. It was believed to be a case of recurrent in-stent restenosis probably due to metal allergy. Please note that this product, is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation and additional information will not be forthcoming. It was reported that the patient had multiple episodes of instent restenosis (isr) of cypher stents. The patient has a history of diabetes, hypertension, hyperlipidemia, and obesity. The patient was admitted in 2005, with unstable angina. Multiple lesions were identified on coronary angiogram, however, vessel/lesion characteristics were not provided to cordis. The patient's medical history and urgent presentation put him at increased risk for mace. Two 3.0x18mm cypher stents were deployed in the lm-proximal lad and in the proximal left circumflex by the crush technique and a 3.0x18mm cypher stent was deployed in the mid lad. A 3.0x33mm cypher and a 3.0x18mm cypher stent were deployed in the proximal to mid rca. Procedural details were not provided. It is unknown if the lesions were predilated as instructed by the japan cypher IFU. It is unknown if the stents were fully opposed to the vessel walls and/or if the stents were post-dilated. In feb 2006 (nine months post stent deployment), the patient was admitted with an mi and 100% isr was found in the proximal left circumflex, as well as 90% isr in the proximal rca. In march 2006 (ten months post stent deployment), the patient returned with unstable angina and 75% isr was observed in the lm, 90% isr in the proximal lad and 90% isr in the proximal to mid rca. The patient underwent coronary bypass surgery (litaalad, svgaom-pl, aoa rag) the same month. In 2006, (three months later), the patient returned with unstable angina and a new 90% stenosis was found in the distal lita and a new 90% stenosis in the ostium of the rca graft. Two 2.5x18mm cypher stents were deployed to treat the stenosis. In 2006 (4 months post stent deployment), the patient returned with unstable angina. There was isr of both the lita and 90% isr in the ostium of the rca graft. These events were considered by the treating physician to be cases of recurrent isr probably due to metal allergy. Restenosis and metallic allergy are known adverse events associated with the use of the cypher stent. It is unclear in this case if the patient had a known history of metal allergy or if it was just presumed that the restenosis was due to a metal allergy. The IFU contraindicates the use of the cypher stent in patients with a known hypersensitivity to metals. This patient, in addition, had multiple coronary stenosis unrelated to stent. None of the stents were returned for analysis, as they remain in the patient. Device history record reviews could not be performed, as none of the lot numbers were available. In this case, there are multiple factors that could have contributed to the reported events of instent restenosis including patient, vessel, and procedural factors. This is one of six products associated with the reported events that used in the same patient and were reported under the following manufacturing numbers 9616099-2007-01724, -01725, -01726, -01727 and -01728.